Event description:
Lenstec received an email stating "the loop of the lens was broken during the surgery. Another lens was implanted."

Manufacturer narrative:
The investigation is ongoing and once the investigation has been completed a supplemental report will be issued.

Event description:
Lenstec received an email stating "the loop of the lens was broken during the surgery. Another lens was implanted."

Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. Due to the absence of the device and the injector, lenstec was unable to perform a more thorough investigation of this complaint. We are therefore unable to determine what may have taken place to cause the loop of the lens to be broken during the surgery. However, lenstec confirms that the lens, its design, and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Therefore, lenstec recommends that the user follow the instructions for use which indicates the procedure for correct implantation of the lens.